Event description:
The customer contacted philips and indicated that the device had an issue related to the therapy switch. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.